Event description:
The facility reported an infusion pump with a fail code 812:02 which occurred during service. Details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.